Manufacturer narrative:
Section a2: the patient age was previously reported incorrectly. It has been corrected.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct relationship between the device and the report of abdominal bleeding could not be determined. The patient remains ongoing on vad support. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was not known. The death was not considered to be device or therapy related. No additional information was to be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of abdominal bleeding, as well as the patient outcome, could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported event of low flow alarms. According to the account, these alarms were related to hypovolemia. The submitted log file captured multiple low flow hazard alarms on (B)(6) 2019 starting at 12:00 pm. No other notable events or alarms were captured. The pump speed remained above the low speed limit for the duration of the file. The log file appeared to show the pump operating as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instruction for use (IFU) is currently available. Section 1, "introduction, lists adverse events that may be associated with the use of the heartmate ii lvas, including bleeding. This section also provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6, "patient care and management", provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Additionally, section 6 lists hypovolemia as a potential adverse event and late postimplant complication. Section 7, ¿alarms and troubleshooting¿, describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 10 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient having constant low flow alarms noon of (B)(6) 2019 and was sent to emergency department. The patient log files were submitted and review observed transient backup battery fault with constant low flow alarms. On (B)(6) 2019 it was reported that the initial events were due to patient conditions; however, when diagnostic testings were inquired, it was reported that the patient underwent several procedures including ex lap to locate and stop a source of bleeding. The patient reportedly was in sicu intubated and sedated and plan to extubate on (B)(6) 2019. The patient had recently been admitted to (B)(6) ((B)(6)-(B)(6)) and then transferred to (B)(6) rehab in (B)(6). Patient¿s admitting diagnosis: bronchitis, gout exacerbation, dehydration. The patient was discharged to rehab because of decreased mobility r/t gout flair. The patient had no vad issues/ no vad alarms during admission and no s/sx of bleeding. On afternoon of (B)(6) 2019 it was reported that the low flow alarms resolved and returned back to the 4-5 lpm range after the ex-lap was performed and around 6 l of fluid were evacuated. CT scans were performed prior to the ex-lap and a large right sided retroperitoneal hemorrhage was discovered by right renal cell carcinoma. Right renal artery completely embolized in ir. Patient is still in ICU, abdomen now closed and they plan to extubate the patient. No further information was provided.